Event description:
Information was received indicating that the cadd solis vip pump malfunctioned. It was reported that after putting the batteries in the device, it displayed an error. The top cover was hard to open but when it was opened, smoke was found emanating from the device. There were no adverse events reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis visual inspection of the pump found that the battery compartment was damaged. The battery separator has contact with battery spring and shorted. This will cause smoke. The battery compartment will be replaced.